Manufacturer narrative:
The battery, top case assembly and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device did not power up while connected to ac, powered up with a blank screen, had an unresponsive touchscreen and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint of device did not power up while connected to ac and failure to charge its internal battery was due to a depleted battery while powered up with blank screen was due to an isolated component failure within the device main circuit board and unresponsive touchscreen was due to physical damage. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device did not power up while connected to ac, powered up with a blank screen, had an unresponsive touchscreen and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.